Event description:
Health professional reported an explanted lap-band "band and tubing" due to an alleged "infection." Health professional has declined to provide any additional info at this time.

Manufacturer narrative:
(B)(4). Allergan has received the product; however, the device has not been identified nor the analysis has been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."